Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The complaint includes incorrect pressure from device which makes him feel like choking. There was no serious or permanent report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.